Event description:
The report received from the patient/initial reporter through the medical affairs department indicated that approximately two years after the pt's index procedure, the pt experienced shortness of breath (sob). A stress test was performed and indicated the presence of a "high blockage". This event is being captured/reported as coronary artery restenosis. Treatment for the event was open heart surgery. The pt refused to provide additional info regarding the hospitalization. The event was reported to be resolved. The target lesion info and catalog/lot number were not provided. Attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
Additional info indicated that approximately three years after the index procedure, the pt experienced disc degeneration between l4 and l5. Treatment for the event included back surgery. Again the pt refused to provide info regarding the hospitalization for treatment of the event. The event was captured as a non-complaint. During a routine eye examination, the pt was noted to have developed cataracts. Treatment for this event included cataract surgery. The pt refused to provide additional info regarding the hospitalization. The event was reported to be resolved. The event was captured as a non-complaint. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available.